Event description:
Pt was undergoing surgery for orif right femur. Pt was on steris - amsco - orthocision fracture table I/a board to allow x-ray capability of the fracture site during surgery. During procedure I/a board broke. Leg portion of table dropped about 10 inches. Pts torso and buttocks were on main portion of table. Both lower extremities were being supported on I/a board.